Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review, part number: 357.377, synthes lot number: 4436977, supplier lot number: n/a, release to warehouse date: 22-nov-2002, expiration date: n/a, manufactured by synthes (B)(4). (B)(4) was generated during production for 14 of 48 parts because 3.35 was not going with g357.34.002. Parts were re-inspected and 13 parts passed and 1 was returned for re-work. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that during a hip fracture surgery, on (B)(6) 2017 two helical blade coupling screws broke. The patient was being implanted with a trochanteric fixation nail (tfn), a helical blade and two (2) distal locking screws. During the procedure, as the surgeon was hammering onto the back of the helical blade inserter with the helical blade coupling screw, the coupling screw instrument broke into two pieces. Surgeon chose another helical blade coupling screw but again, this coupling screw broke into two pieces. Surgeon chose a third helical blade coupling screw and completed the procedure. All broken pieces were retrieved. No fragments were left behind. Surgery was completed successfully with a 5-minute time delay. Patient is reported in stable condition. Concomitant devices reported: helical blade inserter: (part 357.372, quantity 1), hammer (quantity 1). This report is for one (1) helical blade coupling screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed. Both devices were returned broken, in two pieces. This complaint is confirmed. A visual inspection, drawing and device history record (DHR) review were performed as part of this investigation. A dimensional analysis was not conducted as meaningful measurements were unable to be obtained as the fracture surface is uneven. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Visual inspection revealed significant wear and tear on the cap consistent with more than 9 years of use, being impacted by a hammer. Relevant drawing was reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review: part number: 357.377, synthes lot number: 4436977: material record review (mrr) was generated during production for 14 of 48 parts because 3.35 was not going with g357.34.002. Parts were re-inspected and 13 parts passed and 1 was returned for re-work. Upon investigation, this mrr was not relevant to the breakage in the weld. The weld is between the outer diameter and the cap, while this mrr is relating the inner diameter of the shaft. Whether this complaint can be replicated is not applicable because the devices were returned broken. While no definitive root cause could be determined, it is likely that the weld cracked over 9+ years of impaction or was hit off axis causing the break. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.